Event description:
The customer reported that the system displayed an error and experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The cb1 circuit break and suppressor transformer were evaluated and replaced. The system was tested and found to be working as intended and returned to service.